Manufacturer narrative:
On 28-nov-2023, mentor received additional information about the event: an updated event date (17-nov-2022) was reported. The patient¿s race is white and ethnicity is not hispanic/latino. The patient developed necrosis in her right breast. The patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 175cc gel breast prosthesis and a mentor memorygel breast implant 225cc gel breast prosthesis. During explant surgery, it was observed that the removed left breast prosthesis was ruptured. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-14749 for the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured post implantation. The patient¿s right breast prosthesis was noticed to be ruptured following a car accident. The rupture was confirmed via MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-dec-2023, the mentor failure analysis lab received the device for evaluation. On 02-jan-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after a car accident. Additionally, the patient developed necrosis. The product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).